Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional questions asked: were any noises heard such as "whistling" or "hissing"? Yes, lightly. If so, did the "noise" prevent insufflation? No. Was there a drop in pressure? Slight. If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? Unk. Were you able to identify where the leak was coming from? Duckbill seal. Was a device inserted in the trocar during the leaking? Yes. If so, what device? 5mm & 10mm. Was any torque being applied to the trocar or device? Not excessively.

Manufacturer narrative:
(B)(4). Leak test. The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the device was leaking co2 when the surgeon put 5mm & 10mm instruments in and out of the trocar. He completed the case with this trocar. There were no patient consequences.